Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated following the reported event of a no external power alarm. Data from the reported event date of 12mar2026 in the submitted controller event log file was reviewed. On 12mar2026 at 05:20:47 while connected to the mobile power unit (mpu), the no external power activated due to both power cables being disconnected simultaneously. The alarm cleared shortly after activating when the cables were reconnected. The backup battery was able to provide power to the controller during this no external power event. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The reported no external power alarm was due to dual disconnect. No issues can be correlated with the mpu. Device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured a cluster of power cable disconnects alongside no external power events due to the power to the mobile power unit (mpu) being briefly interrupted. There was also an isolated backup battery (ebb) fault when the ebb was first used which then immediately resolved.